Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The 75% stenosed lesion was located in the moderately calcified, moderately tortuous distal left anterior descending (lad) artery. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent, but was unable to cross the lesion. Upon removal the stent came off the balloon. The physician was able to snare the stent and successfully remove it. The physician then decided to end the procedure. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant info become available; a supplemental medwatch report will be filed.